Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, minor scratched display window. The customer had a motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was around 600 mg/dl at the time of incident. The insulin pump was able to complete rewind and prime tubing. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer mentioned that there was a buzzing sound during rewind. The customer also mentioned that there were cracks on the reservoir window. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.